Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level and had awoken from a coma. Customer had a broken ankle form a fall and had to be rushed to the hospital. It was unknown which pump the caller was wearing at the time. Customer stated that she would be in touch. No further assistance needed.